Event description:
Reason for revision - unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr hip replacement product - left, reason for revision - unknown. Patient is bi-lateral - for right hip please see com (B)(4). (B)(6) 2015 - update - rec'd claim from (B)(6) - incorrect revision information added to this com. Added correct kid number, country where surgery performed, reason for revision, products, hospital, surgeon name, initial and revision dates, - (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr hip replacement product - left, reason for revision - unknown. Patient is bi-lateral - for right hip (B)(4). 16 feb 2015 - update - rcvd claim from (B)(6) - incorrect revision information added to this com. Added correct kid number, country where surgery performed, reason for revision, products, hospital, surgeon name, initial and revision dates, - kf 17 feb 2015. Update 13 feb 2015: rec'd legal letter from complainant's solicitor. Added name of patient, patient's dob, sex. No confirmation of whether the revision of left hip has yet taken place. However as the (B)(6) eclaims does state a revision date, I have left the revision date as (B)(6) 2012. (B)(4). Sm 26 feb 2015